Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on an unspecified date. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion); back pain; vaginal pain; rectal pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; incontinence not present before implant; damage; psychiatric injury. Nonsurgical treatments: the patient was treated with pain medication: efexor for the treatment of: depression major. Treatment duration: ongoing. The patient was treated with incontinence medication: pads for the treatment of: stop embarrassing myself. Treatment duration: ongoing. The patient was treated with psychological medication. The patient was treated with incontinence medication.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.